Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during calibration start up of the system there was a viscous fluid control (vfc) failure, increase in the numerical value was small. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic module was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 30, 2017. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The pneumatic module was received for evaluation. A visual assessment of the returned sample showed that the back side of the module cover was bent. However, this would not affect the module¿s functionality or be related to the reported event. The returned sample was installed into a calibrated system and pneumatics relevant functionalities were tested. The sample was found to meet all relevant specifications to the reported event. Root cause the sample was found to meet reported event relevant specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).